Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. This is a combined initial + final report with investigation findings included. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed with other empirical evidence based on information provided by the clinical specialist. Available information suggests difficult imaging and challenging anatomy (i.e., heavily chorded leaflets with septal thickening) likely contributed to the event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal in tricuspid position where during suture removal of the anterior clasp, the implant detached from leaflet. Attempts were made to try and retrieve the device using the steerable guide but were not successful. Decision was made to attempt a second device to stabilize the leaflet, but it was unable to make an impact on the tr (tricuspid regurgitation) so that device was bailed out. The tr was unfortunately left untreated but did not appear worse than before the procedure began. The physician is hopeful that the patient can be treated with an evoque replacement valve. There were no difficulties removing sutures. There were no device issues during or post implantation. Imaging and anatomy were difficult. There were heavily chorded leaflets with septal thickening. Grade of tr before and after the procedure was severe, and also grade of tr when the slda happened was also severe.